Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying on battery power, and a battery failure message was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not staying on battery power, and a battery failure message was displayed. The replacement battery has been ordered, but it is currently on backorder. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the defective battery and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the battery was completely discharged and carried out a full charging cycle with negative results. The fse then used a new battery to perform testing, and the device worked as intended. The fse therefore ordered the replacement battery for repair, but it is currently on backorder. The investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.